Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 234 mg/dl. Customer resolved no delivery alarm with infusion set change. Troubleshooting could not be performed as customer threw away old infusion set. Customer was advised to call should alarm be received again. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).